Manufacturer narrative:
Exact date of implant is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. It was reported that on a follow up cta scan done approximately 4 years and 11 months after the index procedure, a proximal type I endoleak was observed. The patient received treatment. The physician implanted an aortic cuff proximal to the existing endurant bifurcate stent graft and the aortic cuff was positioned at the level of lowest renal artery. Approximately 5 to 8 mm of purchase was gained by implant of the aortic cuff. The physician also implanted 4 aptus endoanchors into the aortic cuff and 6 aptus endoanchors into the existing endurant bifurcate stent graft. Final angiogram showed that the proximal type I endoleak was resolved. Per the physician, the cause of the proximal type I endoleak was due to patient anatomy, conical aortic neck and aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.